Manufacturer narrative:
As reported, a 6f .070 jr 4 100cm vista brite tip guiding catheter broke in half inside the body. The catheter snapped while withdrawing it. Both halves of the catheter were retrieved with no issues. The sheath was removed by hand. The device was inside of the sheath enough for the physician to get the other half of the catheter out by pulling the sheath out. There was no reported patient injury. The device was stored and prepped according to the IFU. There were no damages noted to the device or packaging prior to use. A contralateral approach was not used. There was no calcification or tortuosity at the access site. The access site had no acute angle or bifurcation. The target vessel had no calcification but did have moderate tortuosity. The target vessel had no acute angle or bifurcation. The device was pulled from the packaging according to the IFU. Difficulty was encountered while attempting to withdraw the device. The catheter did not become entrapped at any point in the procedure. No excess force was used during the procedure. The device was used with a 6f 10cm non-cordis sheath. Two photos related to the reported failure were submitted for evaluation. Photo #1 shows a catheter separated in two pieces. Photo #2 shows a close up of the previous picture, the separated section of the catheter and a compressed condition on the catheter was noted. A non-sterile unit of catheter 6f .070 jr 4 100cm was subsequently received for evaluation. The catheter was received into two parts and was separated 59 cm from the distal tip. Additionally, kinks were found at approximately 12cm, 13.5cm, 14cm, 16cm, 39cm, 45cm, 52cm, 64cm and 85cm from the distal tip. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. Sem analysis was not performed because the damages associated with the separation are visible with the magnification obtained with a vision system. The separated sections were inspected with a vision system, which presented evidence of elongations on the plastic material and plastic deformation. A product history record (phr) review could not be performed because the lot number for this product is unknown. The complaint reported by the customer as ¿catheter (body/shaft)- separated¿ was confirmed. The catheter was received into two pieces. The exact cause of the separation cannot be conclusively determined, elongations and plastic deformation is commonly associated with separations caused by material tensile/twist overload or segmented by a sharp object. Therefore, it is assumed the material was induced to tensile/twist forces that exceeded the material yield strength prior to the separation. Handling factors such as torquing the catheter against resistance is a possible underlying cause. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if strong resistance is met during manipulation, discontinue the procedure, and determine the cause of the resistance before proceeding. If the cause of the resistance cannot be determined, withdraw the catheter. Torquing the guiding catheter excessively while kinked may cause damage which could result in possible separation along the catheter shaft. Should the guiding catheter shaft become severely kinked, withdraw the entire system (guiding catheter, guidewire, and catheter sheath introducer)¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d2, g1, g3, g6, h1, h2, h3 and h6. Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process.

Event description:
As reported, a 6f .070 jr 4 100cm vista brite tip guiding catheter broke in half inside the body. The catheter snapped while pulling it out but was able to retrieve both halves of the catheter with no issues. The sheath was removed by hand. The device was inside of the sheath enough for the physician to get the other half of the catheter out by pulling the sheath out. There was no reported patient injury. The device was stored and prepped according to the IFU. There were no damages noted to the device or packaging prior to use. A contralateral approach was not used. There was no calcification or tortuosity at the access site. The access site had no acute angle or bifurcation. The target vessel had no calcification and moderate tortuosity. The target vessel had no acute angle or bifurcation. The device was pulled from the packaging according to the IFU. Difficulty was encountered while attempting to withdraw the device. The catheter did not become entrapped at any point in the procedure. No excess force was used during the procedure. The device was used with a 6f 10cm non-cordis sheath. Photographs of the device were provided for evaluation. The device is also being returned for evaluation.

Manufacturer narrative:
The lot information for the device will remain unknown. Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Additional information is pending and will be submitted within 30 days upon receipt.